Event description:
Pt reports pump malfunction. Pump keeps beeping. She changed to back up pump and changed her site. Pump will be replaced and a return box sent to her. No medication was missed. No other info known. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced device. Dose or amount: 50 nkm, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.